Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during implant attempt, the lead was advanced into sheath, removed, and placed on the scrub table. It was also reported that the lead was than picked up and dropped by the scrub tech on accident. A new lead was implanted. No patient complications were reported as a result of this event.